Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 482mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 496mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The troubleshooting was not finished as customer's mother wanted to take customer to the hospital. Customer's mother called back and stated that the customer was taken to the emergency room for the high blood glucose on (B)(6) 2017. Customer's mother stated that the customer was not admitted but only had their vital signs checked and sent home. Troubleshooting was continued for high blood glucose and customer's mother declined to check settings and bolus history. The product will not be returned for analysis.